Event description:
It was reported via medwatch mw5153914 that a balloon issue occurred. The 4.00 x 12 mm nc emerge balloon catheter was selected for use. However, during the procedure the balloon became detached within the circumflex artery. Despite multiple attempts, the balloon could not be retrieved, resulting in the placement of a stent to secure the foreign body. No additional information was provided.